Manufacturer narrative:
The failure investigation has been completed and the temperature alarm was verified. However, the history issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after turning the pump on for the first time multiple a temperature alarm occurred. In addition, the customer stated the pump history was observed to be inaccurate. There was no impact to the customer's blood glucose level as the pump was not being used on the patient at the time of the event. Reportedly the customer had manual injections as alternate insulin therapy.